Event description:
Pt was revised to address eccentric poly wear with osteolysis.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event without device examination. However, although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this product code has been inactive/obsolete since 2003.